Manufacturer narrative:
Continuation of d10: product ID: 105-5095-000 (b690814). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a treatment for arteriovenous malformation (avm) embolization using an apollo catheter, there was severe vessel tortuosity in the pica with a diameter of 1.5mm. The procedure encountered resistance while passing the microwire, but it eventually reached the desired location. During the injection of onyx, the catheter automatically detached approximately 15cm beyond the detachable tip, resulting in catheter separation due to onyx entrapment and part of the microcatheter remains in the patient. Some part of the micro remained in the artery, and the catheter was broken at the distal end. All broken segments were removed from the patient. The injection was continuous with a waiting time of about 15-20 minutes, and there was no onyx reflux. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No surgical or medicinal intervention was required. No patient complications have been reported as a result of this event.

Event description:
Additional information received clarified that no parts of the catheter remained in the patient. The cause of the event was not determined. It was reported that there were no issues with the onyx, and it had been implanted in the intended location.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.